Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).

Event description:
The customer reports that they had an exam with rejected images that was not supposed to have rejected images. There was no reported patient injury associated with this event.